Event description:
Reporter calling on behalf of her husband who is using an unaffected meter but who rec'd the er1 message anyway. Reporter stated they would retest and obtain a blood glucose result of around 200mg/dl. Reporter says they haven't had the problem since. Reporter denies husband's blood glucose level has ever been above 500 mg/dl.